Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. This event was previously reported. See MFR. Report # 2124215-2025-15107. Upon further review, it was found that this case had been previously reported for the same device, event, health care facility, upn and lot number. Confirmation was received indicating this event is a duplicate to the event filed with an internal references of (B)(4). Based on all the available information, all pertinent information was already reported therefore, boston scientific no longer considers this to be a reportable incident.

Event description:
It was reported that a percuflex plus stent was implanted into the patient. A planned stent removal procedure was then performed to explant the stent. During this procedure, it was found that the stent migrated into the ureter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a010402 captures the reportable event of stent migration.

Event description:
It was reported that a percuflex plus stent was implanted into the patient. A planned stent removal procedure was then performed to explant the stent. During this procedure, it was found that the stent migrated into the ureter. There were no patient complications reported as a result of this event.